Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the single lumen PICC. The customer reports "the PICC leaked 1cm down from the butterfly."

Manufacturer narrative:
A device was returned for an evaluation. An investigation is currently underway, upon completion, the results will be forwarded.